Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the guide tooth of the lead was extrinsically damaged. Additionally, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the lead would not retract. The lead was removed and attempted to retract the helix. When the helix would not retract a new lead was provided and implanted instead. No patient complications have been reported as a result of this event.